Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, wear abrasion, and cracked valve. A leak test and microscopic analysis was performed which identified: a cracked diaphragm valve and observed void on the valve side within specification per qa199.06 (texture side) is not considered a workmanship. Based on the device analysis the final assessment is: acracked valve seat diaphragm valve. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.